Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and had blood glucose (bg) values reaching 340 mg/dl. The patient was also diagnosed with parainfluenza and skin irritation. For treatment, the patient was administered intravenous (IV) saline and insulin. The patient was recommended over the counter medications for the skin irritation. The patient was given 10 % dextrose, as well. The pod was worn longer than 48 hours on the leg. The ketones were positive and the pod was discarded. The patient was discharged after 3 days.